Event description:
The customer reported a leak from the wash truck of a coulter hmx hematology analyzer when testing in secondary mode. The leak was not contained in the instrument and the volume of the leak was approximately four drops per sample. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, glasses and gloves. There was no exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer replaced the probe rinse block and the vacuum chamber to resolve the issue. Upon completion of the necessary repairs the instrument was returned back into operation. The failure mode of this event was that the rinse block and vacuum chamber were plugged with cellular debris. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).